Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the reported problem was confirmed but the cause was not identified.

Manufacturer narrative:
(B)(4). Visual inspection of the sample noted a ruptured bladder in a non-footing position. Bladder was microscopically examined and markings were observed on the exterior surface of the bladder which is indication of external damage. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that during the filling of an infusor sv 2, the bladder ruptured. There was no patient involvement. No additional information is available.